Event description:
The technician alleged the side rail latch is stuck in the open position. No pt impact.

Manufacturer narrative:
The technician found fluid spilled on the bed. The technician cleaned and lubricated the side rail latches to resolve the issue.